Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The pump powered on to a clear and legible display. Unrelated to the original complaint, the battery compartment was noted to be cracked. The battery cap threads were stripped; therefore, a test cap was used to perform testing. The pump was disassembled and moisture induced damage was observed on the display screen and in the battery compartment.